Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pfc ce stm sz 1.5/10/12 taper 852752, lot: 1933199.

Event description:
It was reported that the revisions surgery was performed on (B)(6) 2018 (date of the primary surgery was unknown) by replacing the stem, the head, and the cup due to frequent dislocation. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint: (B)(4).